Event description:
The patient reported that subsequent to the implant of a protegen sling and hysterectomy in 1998, the sling fell through the vaginal incision and caused a lot of pain. The device was removed. The patient reportedly gets painful cysts around the screws that are still in pelvic bone. Patient has numbness in the vagina and painful intercourse. The device was not returned for evaluation.